Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot#:(B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Regarding an external device. The reason for call, was patient stated, the screen on their controller was blank. Patient said, they had reset controller a couple times, but the screen was still dark. Patient plugged controller in to ac power supply without li battery and reported, the screen did not turn on. Patient then put aa batteries in the controller and the screen still did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller.